Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that post a lithotripsy procedure to treat urinary calculi, prior to discharge, the patient experienced infection and sepsis. The device was used for 6 minutes. On (B)(6) 2023, a follow up visit occurred and there were no subsequent follow-up visits. It was determined that these adverse events were not related to the device. However, an assessment of whether they were related to the procedure was not provided. There was no further patient complications provided.

Event description:
It was reported that post a lithotripsy procedure to treat urinary calculi, prior to discharge, the patient experienced infection and sepsis. The device was used for 6 minutes. On (B)(6) 2023, a follow up visit occurred and there were no subsequent follow-up visits. It was determined that these adverse events were not related to the device but were related to the procedure. The patient was given intravenous antibiotics to treat the infection and sepsis. There was no further patient complications provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1. Initial reporter: corrected. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.